Event description:
Name of procedure performed: ni. "[Name] used a 5mm inzii retrieval system last night and when the bag was deployed the wire was separate from it.". Additional information received via email on 07dec2020 from [name]: "the bag was half off the metal prongs when it was deployed.". "She removed the bag from the remaining prong and put the specimen in the bag and removed it.". The facility used the bag and then threw it out. No photos are available. Additional information received via email on 07dec2020 from [name]: entire product is not available for return. Additional information received via email on 23dec2020 from [name]. For tpp report- complainant information: "[name]- [hospital name, address, email, and phone number] please see attached email. Patient status: no apparent patient harm.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience of a detached support and tissue bag could not be confirmed. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause based on the description of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is not anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure performed: ni. "[Name] used a 5mm inzii retrieval system last night and when the bag was deployed the wire was separate from it." Additional information received via email on 07dec2020 from [name]: "the bag was half off the metal prongs when it was deployed." "She removed the bag from the remaining prong and put the specimen in the bag and removed it." The facility used the bag and then threw it out. No photos are available. Additional information received via email on 07dec2020 from [name]: entire product is not available for return. Additional information received via email on 23dec2020 from [name] for tpp report- complainant information: "[name]- [hospital name, address, email, and phone number] please see attached email. Patient status: no apparent patient harm. Type of intervention: the device was still used to bag and retrieve the specimen.